Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a shorted u612 inverting charge pump and shorted c655 and c657 capacitors on the computer/analog pca. The root cause for the shorted components could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged electode belt or monitor.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the electode belt had a damaged cable.